Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the syringe was leaking fluid. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. A leakage test was then performed and the sample passed. A device history record review was completed for provided material number 309653, lot number 1026064. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml was damaged and leaked. The following information was provided by the initial reporter: it was reported syringe was linking fluid on the sided of it when it was running.